Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 111 to 115 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification since they are retained in the bathroom. Test strip lot MFR's expiration date is 11/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): 137mg/dl (B)(6) 2015 07:52am; 59mg/dl (B)(6) 2015 04:07am; 113mg/dl (B)(6) /2015 02:19am; 53mg/dl (B)(6) 2015 06:32am; 206mg/dl (B)(6) 2015 03:33am. Adverse event not reported.